Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with shunt failure and underwent vascular access intervention therapy (vaivt). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified radial vein. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres for 30 seconds and at 18 atmospheres for 10 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.